Event description:
The customer reported that the reservoir's bottom o-ring was crimped and he felt the insulin was coming out. The blood glucose reading was not reported and no further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.